Event description:
It was reported that pt underwent right hip revision arthroplasty on (B)(6) 2008 due to pain. The pt continued to experience pain and a subsequent right hip revision procedures was performed on (B)(6) 2011. All acetabular components were removed and replaced.